Event description:
The manufacturer received information alleging a ventilator's ac power cord was not functioning. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's ac power cord was not functioning. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. During visual inspection, it was found that the plug part to insert into an outlet had a lot of scratches, the blades were deformed, and the blades moved when force was applied. Inserted the plug of the power cord into an outlet, and a load was applied to the plug part by twisting with my fingers. Checked the conducting status with a multimeter, and it was confirmed that the conduction was interrupted and signs of disconnection were observed. No abnormality was observed in any other parts. The manufacturer concludes that disconnection or contact failure due to the way of handling the plug could be occurring as there were a lot of scratches and deformation around the plug. Device manufacturer date was captured incorrectly in the previous report. It has been corrected in this report.